Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as the device performance was limited due to anatomical/procedural factors. (B) (4)

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage occurred. When the physician removed the 3.00x8mm taxus liberte long stent from the package it was noted that the stent struts were damaged. The device did not enter the patient and the procedure was successfully completed with another of the same device with no patient complications reported.